Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. Review of the patient's ecog and impedance data are suggestive of a potential lead break.

Event description:
On (B)(6) 2024, the doctor noted high impedance on the left hippocampal depth lead, suggestive of a lead break. The lead was explanted and replaced on (B)(6) 2025.